Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the trailing haptic was amputated at the optic upon the iol completely exiting the device. The iol was removed and the procedure was completed with a second iol. The prolonged case resulted in more than usual corneal edema. This medical report is for the event that occurred on (B)(6) 2018.

Manufacturer narrative:
Evaluation summary: the delivery system device was not returned for evaluation. Two pieces of the optic and one broken haptic were returned taped to the outside of the carton. The rest of the optic and the second haptic were not returned. The tape/lens pieces were removed from the carton. Viscoelastic is observed. The returned haptic is broken-gusset area. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the directions for use (dfu). A non-qualified viscoelastic was used in the device. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the directions for use (dfu) for the this preloaded delivery system and is not recommended under any circumstance. The manufacturer internal reference number is: (B)(4).